Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2014.

Event description:
It was reported that an alert triggered for one svc coil impedance measurement that was high. The impedance was noted to be back to baseline during an in office visit. Over the next 9 days, the patient had multiple alerts for high svc coil impedance and rv coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, and analyzed. Analysis indicated that the rv (right ventricular) d efibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was further reported that the right ventricular lead was explanted and replaced. Both the right atrial and left ventricular lead became dislodged during the right ventricular lead explant. Both the right atrial and left ventricular lead were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.